Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus delivery. The customer experienced moderate ketones and a blood glucose (bg) level above 200 (mg/dl); however, no specific value was provided. Manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, it was noted that the customer performs fill tubing by delivering boluses. Customer was reminded that this is not the proper way to fill tubing and could impact the insulin on board calculation. Customer acknowledged.